Manufacturer narrative:
This report is submitted on 23 march 2020.

Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced thinning of the skin flap over the receiver stimulator. Subsequently, the patient's surgeon made the decision to explant the device in order to avoid further skin complications. The device was explanted on (B)(6) 2019. The patient was not reimplanted.